Event description:
It was reported that a cartridge alarm occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The caller received assistance from technical support in loading a new cartridge using the proper technique, which resolved the issue, and insulin therapy was successfully resumed.